Event description:
The report received from the affiliate indicated that during an endovascular procedure, the physician was using a .018 pgw sv intermediate guidewire to gain access to the infrapatelar artery and the guidewire became unraveled/stretched. A second .018 pgw sv intermediate guidewire was then used to advance a diagnostic angiography catheter and it also became unraveled/stretched. A portion of one of the guidewires fractured and was left inside the patient. The patient is reported to be in serious condition and is possibly facing amputation of his leg. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Note: lake region lot number 01416588 is cordis lot number 71009782. Per lake region report (B) (4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01416588. This packaging lot contained 280 units, which were shipped from lake region medical on october 28, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2010-00053 and # 1016427-2010-00054.

Manufacturer narrative:
During a peripheral intervention, two sv018 steerable guidewires stretched and unraveled, and one broke apart. The report stated that the patient is in serious condition and is possibly facing amputation of his leg. As reported: "1st one unraveled during channelization of infrapatellar artery. The 2nd event unraveled when it was giving passage to angiography catheter." Multiple attempts to obtain additional information were unsuccessful. (B)(4): the product was not returned for analysis; it was discarded at the facility. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaints could not be confirmed without a product return. With such limited clinical information, it is difficult to recognize potential contributing factors; however, the statement that the 1st wire failed during "channelization" of the artery suggest that this lesion may have been a chronic total occlusion and cordis steerable guidewires are contraindicated for use in cto's. Review of the available information suggests that vessel/lesion characteristics and procedural factors may have contributed to these events. No actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2010-00053 and # 1016427-2010-00054.

Manufacturer narrative:
During a peripheral intervention, two sv018 steerable guidewires stretched and unraveled, and one broke apart. The report stated that the patient is in serious condition and is possibly facing amputation of his leg. As reported: "1st one unraveled during channelization of infrapatellar artery. The 2nd event unraveled when it was giving passage to angiography catheter." Multiple attempts to obtain additional information were unsuccessful. (B)(4): the product was not returned for analysis; it was discarded at the facility. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaints could not be confirmed without a product return. With such limited clinical information, it is difficult to recognize potential contributing factors; however, the statement that the 1st wire failed during "channelization" of the artery suggest that this lesion may have been a chronic total occlusion and cordis steerable guidewires are contraindicated for use in cto's. Review of the available information suggests that vessel/lesion characteristics and procedural factors may have contributed to these events. No actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2010-00053 and # 1016427-2010-00054.